Event description:
As reported, the physician was using the ivus catheter before graft placement, did not use a guide cath and a 6fr sheath was used. Resistance was encountered during advancement when he reached the aorta iliac junction. The catheter and guidewire began to buckle. The patient's anatomy was tortuous. Catheter and wire were removed as a unit and at that time he noted a small piece of the catheter detached but remained on the guidewire. Another catheter was used to complete the procedure and there were no pt complications.